Event description:
Boston scientific received information that following implant of this system, during lead testing, a shock impedance greater than 125 ohms was observed. The shocking configuration was reprogrammed from triad to distal coil to device and no other out of range measurements were observed. No adverse patient effects were reported.

Manufacturer narrative:
The system remains implanted an no other adverse events have been reported. This product issue will be updated if additional information is received.